Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 150 mg/dl. The customer reported the drive support cap is protruded and crack around it. The customer did not reported motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted and the motor passed motor test. However, the insulin pump was received with cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window and missing the end cap sticker.